Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
"Trunnionosis stem brace 2 and metal head 32mm +4mm."

Manufacturer narrative:
Reported event: an event regarding wear/trunnionosis involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material, dimensional, functional and material analysis could not be performed as the device remains implanted. Clinician review: a review of the provided medical information by a clinical consultant indicated: "unfortunately, there is little documentation for either of these inquiries and no office notes, operation notes or any other documentation was provided. It appears that either one patient had bilateral total hip arthroplasties, or these inquiries may concern two separate patients. I cannot confirm that any of these events occurred since there is no supporting documentation. In addition, the pi reporting is incomplete without documentation. There is mention that trunnionosis was involved in both of these inquiries which led to revision. The causes of trunnionosis are multifactorial including surgical technique factors such as proper assembly and preparation of the implants, as well as implantation, positioning, orientation, and fixation. Patient factors may also be involved including bmi and activity level, as well as implant factors." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to trunnionosis. A review of the provided medical records by a clinician indicated the following: "unfortunately, there is little documentation for either of these inquiries and no office notes, operation notes or any other documentation was provided. It appears that either one patient had bilateral total hip arthroplasties, or these inquiries may concern two separate patients. I cannot confirm that any of these events occurred since there is no supporting documentation. In addition, the pi reporting is incomplete without documentation. There is mention that trunnionosis was involved in both of these inquiries which led to revision. The causes of trunnionosis are multifactorial including surgical technique factors such as proper assembly and preparation of the implants, as well as implantation, positioning, orientation, and fixation. Patient factors may also be involved including bmi and activity level, as well as implant factors." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
"Trunnionosis stem brace 2 and metal head 32mm +4mm.".

Manufacturer narrative:
Reported event: an event regarding wear/trunnionosis involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material, dimensional, functional and material analysis could not be performed as the device remains implanted. Clinician review: a review of the provided medical information by a clinical consultant indicated: "unfortunately, there is little documentation for either of these inquiries and no office notes, operation notes or any other documentation was provided. It appears that either one patient had bilateral total hip arthroplasties, or these inquiries may concern two separate patients. I cannot confirm that any of these events occurred since there is no supporting documentation. In addition, the pi reporting is incomplete without documentation. There is mention that trunnionosis was involved in both of these inquiries which led to revision. The causes of trunnionosis are multifactorial including surgical technique factors such as proper assembly and preparation of the implants, as well as implantation, positioning, orientation, and fixation. Patient factors may also be involved including bmi and activity level, as well as implant factors." Product history review: a review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: no other similar events were reported for the lot. Conclusions: it was reported that the patient was revised due to trunnionosis. A review of the provided medical records by a clinician indicated the following: "unfortunately, there is little documentation for either of these inquiries and no office notes, operation notes or any other documentation was provided. It appears that either one patient had bilateral total hip arthroplasties, or these inquiries may concern two separate patients. I cannot confirm that any of these events occurred since there is no supporting documentation. In addition, the pi reporting is incomplete without documentation. There is mention that trunnionosis was involved in both of these inquiries which led to revision. The causes of trunnionosis are multifactorial including surgical technique factors such as proper assembly and preparation of the implants, as well as implantation, positioning, orientation, and fixation. Patient factors may also be involved including bmi and activity level, as well as implant factors." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
"Trunnionosis stem brace 2 and metal head 32mm +4mm."